Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the programmer head were returned for service, and testing and calibration were also requested. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed the reported event. A printed circuit board assembly was replaced. (B)(4) rf (radio frequency) head would not interrogate. Rf head cable found out of electrical specification. Rf head top lens is cracked.